Event description:
It was reported to boston scientific corp in 2009, that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during a dilatation of duodenum procedure performed in the same month. According to the complainant, the physician was able to pass the scope through the stricture and make an attempt to start a dilatation . The issue started when the physician felt the balloon catheter was wrong during the dilatation. The catheter creased and the physician could not work with the balloon as hoped, the balloon could not be inflated. The physician also reported that there was a problem withdrawing the balloon through the scope. The balloon was removed with the scope as one unit. The procedure was aborted. The physician established that he was not forced to dilatate because he can pass the stricture with the scope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.